Manufacturer narrative:
A device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven months later, the patient admitted with recurrent shortness of breath and found to have a recurrent pulmonary embolism. Several computed tomography (CT) scans revealed inferior vena cava filter not to be in its appropriate spot as it was in the right atrium. Approximately two months later, echo cardiogram revealed the known inferior vena cava filter at the inferior vena cava/right atrium junction was still present and does not appear to have moved. Subsequently one year later, echo cardiogram revealed filter stable at the inferior vena cava/right atrium junction and likely endothelialized. After one month and fifteen days later, echo cardiogram revealed that the filter migrated to the right atrium. The filter was identified again today and appears to be stable at the inferior vena cava, right atrium junction. This was unchanged from 2 years. Approximately one year and five months later, echo cardiogram was performed and compared to previous record, there was no significant changes to the prior study. Therefore, the investigation is confirmed for filter migration. However, the investigation is inconclusive for pe post implant. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated into right atrium. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.